Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient "has been in there since the (B)(6)" and that the first two/three days the blood was not thick enough because the patient was on blood thinners and so the patient was taken off the blood thinners. When asked if this issue was related to the device or therapy the patient indicated that "they have to get her blood back up" because the patient has a pacemaker for her heart to keep her going. Additionally, the patient mentioned having a bladder sling and wanted to know if they were supposed to increase their setting. According to the patient their healthcare provider (hcp) gave instructions, but the patient does not remember a lot of the instructions; as such the patient was redirected to their hcp for specific instructions. The patient then wanted to know if the stimulator was supposed to stop bladder incontinence and therapy expectations were reviewed with the patient. The caller indicated that the patient had no control even though she had a bladder sling and the bladder sling was confirmed to have been placed prior to implant. When the patient first got the implant it worked, but the patient then started to leak again and is "drown in herself." Therapy expectations were reviewed with the patient and the patient was advised to possibly try increasing stimulation to a point where stimulation is comfortable and monitor symptoms, but all instructions would need to be discussed with the patient's hcp. Stimulation was confirmed to be turned on and set to 1.2 at the time of the call, but the patient then reporteda fall the day prior to the call. The patient's incontinence was reported to have occurred the same day as the fall and in a second call the patient reported having had 3 accidents. Also in the second call the patient reported that their stimulation was set to 1.3 and confirmed feeling stimulation sensation. Patient status is unknown at the time of this report and the reported issues were sudden in nature. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that they experienced shocking , almost to the point where it woke them up. Patient stated the jolt they felt was at the implant site. It was also reported that patient fell on their rear, maybe a week prior to the report and these issues started before the fall but had gone away and now they were back. Patient was to fall up with the health care professional (hcp) to discuss symptoms and have the device checked. No further patient complications were reported/ anticipated as a result of this event.